Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent. Device issue: stent dislodgement. It was reported that during unpacking it was found that the stent was not crimped and remained in the protective sheath; therefore, it was not used. No additional event or patient information was available.

Manufacturer narrative:
H6: results - quality engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis of the returned stent delivery system (sds) revealed that there was moisture visible in the inflation lumen. The stent had dislodged from the balloon and was located on the stylet wire in the distal end of the sheath. There was no damage noted to the stent. The stylet wire was returned inside the guide wire lumen of the sds. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were two kinks in the shaft 8.4 cm and 8.7 cm distal to the distal end of the guide wire exit notch. There was no other damage noted to the sds. The stent outer diameters and they were all oversized. Product performance engineering reviewed the incident information and analysis of the returned device. Analysis confirmed the reported stent dislodgement. There was no observed damage to the stent, which indicates that forced removal of the sheath was not a likely cause of the dislodgement. Crimp marks were present on the balloon, suggesting it was properly positioned at the time of manufacture and the inner diameter of the protective sheath met manufacturing criteria. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The only damage noted to the sds was two kinks in the hypotube. Since there was no mention of this damage in the incident, it likely occurred during the packing/shipping of the device back to abbott for evaluation. Unfortunately, based on the available information, no conclusion can be drawn as to the cause of the stent dislodgement. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the quality assurance department.